Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) passed away due to an unknown cause. The pt was not hospitalized prior to death. The pt passed away at home. Capd (continuous ambulatory pd) therapy was ongoing until the time of death; however, the pt was not performing capd therapy at the time of death. An autopsy was not performed. No further information was provided. Additional information was requested but is not available.